Event description:
Caller states patient tested 7.3 inr on the coaguchek xs system while a professional coaguchek xs system returned as 2.0 inr. No actions taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.

Event description:
Coaptite post approval study. A patient (B)(6), was enrolled in the post-approval coaptite injectable implant study for stress urinary incontinence. The patient was injected with 2.0 ml coaptite on (B)(6) 2009. The patient notes indicate that the patient was unable to void post procedure. She was instructed in clean intermittent (straight) catheterization that same day. The patient's catheterization and retention resolved on (B)(6) 2009.